Manufacturer narrative:
(B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced five infusion set fell off events during use on 25-apr-2024 and 20-may-2024. The set was used for 24-48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.